Event description:
During a shoulder repair a portion of the distal tip of the flexible needle broke off into the patient's body. Nothing else is known and nothing else is being returned. This is the 3rd occurrence at this facility, the user facility did not supply any data on the previous 2 occurrences. See mdrs 1221934-2006-00015 and 1221934-2006-00017 for the other 2 occurrences.